Event description:
A customer in the united states notified biomerieux of false positive cefoxitin screen results for a staphylococcus aureus atcc 29213 strain when performing quality control (qc) testing with the vitek 2 ast-gp81 test kit (ref (B)(4), lot 3811074203). Repeat testing with the same lot of vitek 2 ast-gp81 test kit obtained the expected negative cefoxitin screen result. As this was a qc strain, there was no patient involved. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of false positive cefoxitin screen results for a staphylococcus aureus atcc® 29213¿ strain when performing quality control (qc) testing with the vitek® 2 ast-gp81 test kit (ref 421827, lot 3811074203). It was later determined that the customer was performing testing with contaminated saline. After the saline was changed, the customer repeated testing and obtained the expected results. The strain was not requested for investigation since the cause for the false positive result was determined to be due to the contaminated saline. Ast-gp81, lot 3811074203 met final qc release criteria. The lot passed qc performance testing.